Manufacturer narrative:
The reported issue was not duplicated during on-site troubleshooting and no part was replaced. The investigation consists of evaluation of received device logs. The occurrence of the alarm for low expiratory minute volume at the pointed time is confirmed in the logs. The alarm was preceded by an alarm for high airway pressure and both occurred after the user had activated an oxygen breath. However the ventilator was not swapped out right after the occurrence of the reported alarms as stated by the respiratory therapist. The logs show that ventilation continued after the generated alarms for almost 55 minutes before the ventilator was disconnected and set to standby. Received logs show that at the time of event ventilation had been ongoing for at least 4 days (ventilation start is unknown as logs are overwritten) during which several clinical alarms were intermittently generated. Mainly alarms for high airway pressure, low expiratory minute volume and high respiratory rate. Test logs show that performed pre-use check the day after the reported event had passed without deviation. Since no issue was found during troubleshooting and no parts were replaced and received logs do not contain indications of a technical malfunction it is not possible to determine the root cause of the reported issue or the observed alarms in the logs.

Event description:
Manufacturer reference#(B)(4). Importer reference #(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470, contact peron: (B)(4).

Event description:
It was reported that while the ventilator the ventilator generated a low minute volume alarm while it was connected to a patient. According to the information from the hospital, the attending respiratory therapist intervened by replacing the ventilator with another one after observing that the ventilator did not deliver a breath for 43 seconds. There was no patient harm (B)(4).